Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The eval confirmed that the needle mechanism had not activated due to a mfg defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report a pod that did not insert. She activated the pod the prior day before dinner. After dinner, her bg rose to 290, and she tried to correct. Her bg did not come down before bedtime. When she woke up in the morning her bg's were still high and so she took off the pod and replaced it. She noted that the cannula had never inserted. No further issues were reported. At the time of the report, the user stated that it would be returned for eval.